Event description:
It was reported that the ventricular lead exhibited loss of capture. The patient had second degree heart block. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received. (B)(4).